Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2018. The cause of death was acute respiratory failure. The caller stated that the customer had heart issues that may have led to the customer's passing. The customer¿s blood glucose was high at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing. The customer was not using sensors. The caller stated that the customer had a bent infusion set needle in late (B)(6) 2017 and their blood glucose was 966 mg/dl. The caller also called about the recalled infusion sets. The caller declined to return the insulin pump for analysis.